Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the patient tested 4.0 inr on the coaguchek test system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 288a-i16, exp 09/30/2007, catalog #3116247.